Event description:
The customer reported via phone call that she went to the hospital the night before due to a high blood glucose level of 516 mg/dl. The customer's blood glucose level was high because she had ammonia. She manually injected 5 and 6 units of insulin to treat for her high blood glucose level. The customer's site was tender. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.